Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a surgery with diagnosis of degenerative joint disease and spondylolisthesis of l5-s1 disk space. Procedure: anterior approach exposure to the l5-s1 disk space. No patient complications. The patient also underwent another surgery with diagnosis of annual tear and herniated nucleous pulposus l5-s1. Procedure: anterior lumbar interbody fusion, l5-s1, synfix interbody device, rhbmp-2/acs, anterior lumbar plate fixation ls-s1 with synfix plate and screws. Per op-notes, dr. Mckenzie performed exposure of the ls-s1 interval through the bifurcation going through a left-sided pfannenstiel incision. The great vessels were protected. C-arm image verified our surgical level. I performed annulotomy and a radical diskectomy with resection of the annular material circumferentially. Posteriorly, there appeared to be delamination between the annulus and the endplate. Thorough decompression and resection of disk material was done. The endplates were prepared. Greater trial was utilized and a 13 mm lordotic implant appeared to best restore normal spinal anatomy. A synfix interbody device was selected, filled with rhbmp-2/acs, tamped firmly into place. An anterior lumbar plate was utilized with 2 screws in l5, 2 in s1, and the locking device engaged. Ap and lateral images verified positioning of the device. The wound was irrigated. There was no bleeding. No patient complications. On (B)(6) 2012, the patient presented for follow-up with complaints of left leg pain and back pain and incisional pain. On (B)(6) 2012, the patient presented for follow-up. The x-rays in ap and lateral views of lumbar spine showed appropriate alignment and fixation and some faint signs of bone filling the cage. On (B)(6) 2012, the patient presented for follow-up with complaints of pain and back stiffness, sitting intolerance and lifting intolerance. The patient also underwent xrays in ap and lateral views of lumbar spine that sowed fusion appeared to be solid. On (B)(6) 2012, the patient presented for a follow-up with complaints of back pain. The x-rays in ap and lateral views of lumbar spine showed fixation was intact and alignment was maintained. On (B)(6) 2012 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2012 <(>&<)> (B)(6) 2012, the patient presented for a follow-up with complaints of back pain and soreness. The x-rays showed a solid fusion. On (B)(6) 2013, the patient presented for a follow-up for functional capacity evaluation. On (B)(6) 2013, the patient presented for a follow-up with complaints of pain. On (B)(6) 2013, the patient presented for a follow-up. On (B)(6) 2013, the patient presented for a follow-up with complaints of continuous pain. On (B)(6) 2013, the patient presented for a follow-up with complaints of pain. Physical examination showed subjective numbness in his legs. On (B)(6) 2013, the patient presented for a follow-up with complaints of left para-central back pain with some sciatica. The MRI showed solid l5-s1 fusion. On (B)(6) 2013, the patient presented for a follow-up with complaints of back pain and leg pain. On (B)(6) 2013, the patient presented for a follow-up with complaints of chronic back pain. Physical examination showed diminished range of motion of the lumbar spine.